Event description:
It was reported that the patient presented to the emergency department after receiving an auditory alert from their pacemaker. Upon interrogation of the pacemaker, high pacing impedance and failure to capture were detected on the left ventricular lead. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.